Manufacturer narrative:
Only the device was returned loose. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. A trail of viscoelastic matching the width of the plunger is observed to mid-nozzle. The plunger has been retracted to the loading area. The nozzle tip is stress beyond the wound guard. An aneurysm formed just beyond the wound guard on the posterior surface and widens and bends the tip material. The nozzle tip bevel edge is also bent. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The root cause cannot be determined for the complaint of ¿higher than normal resistance ,punctured posterior capsule¿. The device was returned for evaluation. Nozzle tip damage was observed. The tip has an aneurysm that widens beyond the wound guard and bends the nozzle tip material. Heavy stress is also observed. This damage would indicate the lens/plunger were not in an acceptable position for advancement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was resistance as the surgeon was trying to insert the lens into the patient's eye, then suddenly the lens ejected into the eye and caused a posterior capsular rupture. The lens was removed and another lens was implanted into the sulcus space. Additional information was requested.